Manufacturer narrative:
The customer stated the issue spanned the last 6 months. The customer stated there have been no issues with their calibrations and qc. The customer stated they currently only run the assay on measuring cell (mc) 1 on this line the field service engineer (fse) inspected the analyzer and did not find any cause for the issue. The fse then performed a visual inspection of the module. He found a slight alignment concern with the reagent probes and the stirrer paddle. All of the mechanisms were tilted on the axis where the mechanism mounts to the linear bearing. He then corrected these issues and checked all fluidic pressures and functions. He performed instrument checks with successful results. The customer performed qc on both measuring cell channels and the qc result was noted to be on the mean. The customer also performed a patient comparison for both channels. Currently, the customer is monitoring the module for any further pth performance issues. The analyzer's performance was verified by operational and mechanical checks with successful results. The analyzer was verified to be performing within specifications. The last calibration performed on (B)(6) 2022 was within specifications. The qc recovery was within the customer's provided ranges prior to the event. The alarm trace contained "sample clot detection", "abnormal aspiration", "abnormal aspiration (sample probe)" and "abnormal aspiration (sample probe a/b)" errors. These are indicators of possible poor sample quality. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys pth immunoassay results from ten patient samples tested on the cobas e 801 analytical unit. The initial results were reported outside of the laboratory. The medical personnel contacted the laboratory complaining that the results were higher than expected. Most of the samples were reportedly from post-surgery patients and the physicians were expecting lower results from what was received before the surgery. As part of the laboratory's investigation into this issue, 10 patient samples were sent out to two other sites which also use the e 801. The reporter stated that the results from both sites were significantly lower for all the patient samples compared to the initial results they obtained from the analyzer. The reporter stated that they are now sending out the patient samples to these sites for processing until the issue is resolved. The reporter was only able to provide one example of a discrepant result with only one repeat result from one of the sites. The initial result from the analyzer using the primary tube was 103 pg/ml. The repeat result from the other site's e 801 using an aliquot sample was 78.68 pg/ml. The repeat result was deemed correct.  The reagent lot number is 64624601. The expiration date is 31-dec-2023.